Manufacturer narrative:
H.10: during the visit on site, it was possible to detect an adapter plate on the centrifugal drive unit. The use of any adapter plate is not allowed according to the instruction for use.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6) united states. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Through follow-up communication with the customer, livanova (B)(4) learned that the s5 system was not swapped during procedure as initially reported during the complaint submission. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 system the arterial pump was slowing while giving retrograde cardioplegia and started alarming due to pressure condition, which led to an exchange of the s5 system. The event occured during procedure. There was no report of patient injury.